Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore the device manufacture date unknown. This is a non-sterile device with no expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, the procedure was accomplished without any problems and was completed. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Reportedly, the scope was reprocessed multiple times and was used in multiple procedures. Ultimately, during scope cleaning, the sponge was found inside the scope channel (report# 3005099803-2020-04159). It is unknown how the sponge was remove from the scope channel. There were no patient complications reported as a result of this event.